Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified cartridge issue occurred that led to the cartridge becoming empty after being filled. The customer changed the cartridge and was able to successfully resume insulin delivery. Customer's blood glucose level was 350 mg/dl.